Manufacturer narrative:
A ge representative evaluated the system, and could not duplicate the problem. Ge rep adjusted the power supply to within specifications. System operates as intended.

Event description:
It was reported that the system locked up during a case. No patient injury was reported.